Event description:
Patient's femur was loose and "hot" in bone scan. Femur showed signs of osteolysis, already the result of bone cement as insert and patella showed little signs of wear. Replaced with revision knee, patella was not exchanged.